Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. There was no adverse impact on the customer's blood glucose level. Technical support guided the customer to clean the speaker holes and reload the cartridge, successfully resuming normal pump operation.